Manufacturer narrative:
Device analysis summary: visual analysis of the product indicated no defect observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of 1 syringe of juvederm® ultra xc had ¿the needle came loose from the syringe and product sprayed all over the patients face,¿ going on to state, ¿the needle was hanging off half way.¿ the healthcare professional stated the needle never fully disengaged. Patient contact was made. No injury to patient, staff, or injector was reported. The allergan packaged needle was used, and was tightened by hand. Nothing unusual was noticed with the syringe prior to the event. This was the confirmed initial use of the syringe.